Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of enterocele ('small bowel prolapse (enterocele)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced enterocele (seriousness criterion medically significant) and pelvic discomfort ("constant pressure down"). The patient was treated with surgery (enterocele repair). At the time of the report, the enterocele and pelvic discomfort outcome was unknown. The reporter considered enterocele and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event "small bowel prolapse" was deleted and this information was added in the as reported term of event ¿enterocele¿. Furthermore, it was noted that the essure was not removed, therefore the event ¿medical device removal¿ was also deleted, and case downgraded to non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic discomfort ("constant pressure down"), gastric prolapse ("small bowel prolapse") and enterocele ("enterocele"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pelvic discomfort, gastric prolapse and enterocele outcome was unknown. The reporter considered enterocele, gastric prolapse, medical device removal and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.